Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not entered into the pump and continuous glucose monitor (cgm) was not in use at the time of the reported bg event on (B)(6) 2018. The pump was not being used for insulin therapy until approximately 2:00pm on (B)(6) 2018 when the user entered a personal profile and completed the cartridge change sequence for the first time. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. If the user did not enter all setting correctly as recommended by healthcare provider, this could lead to a low bg. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) levels (lowest of 50 mg/dl). To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.